Event description:
An end user reported he tried a sample product and noted itching at the application site on the first day of use.

Manufacturer narrative:
Based on the available info this event is deemed a serious injury. The end user stated he has a history of adhesive sensitivities. The end user went on to state he removed the pouch, used a barrier wipe and replaced the sample product with a different brand product. The end user also stated the itching has resolved. No add'l patient/event details have been provided to date. Should add'l info become . Available a follow-up report will be submitted. A return sample for eval is not expected. (B)(4).